Event description:
It was reported, the customer had an occluded reservoir. Customer stated air could not be returned back to the insulin vial. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.